Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The information received by medtronic indicated that the insulin pump had a blank display. Customer stated received insulin pump button were lock and display was not blank less than 30 seconds. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.